Event description:
CPR function would not engage.

Manufacturer narrative:
The hill-rom service technician found the CPR release cables were out of adjustment, and would not engage the CPR function of the bed. The technician adjusted the cables to repair the bed.